Manufacturer narrative:
The customer stated maintenance and sample probe cleaning are performed daily. Calibration and qc were acceptable. The customer also performed precision testing using a random patient sample with results varying between 140 mmol/l to 146 mmol/l. The customer replaced all of the electrodes. On (B)(6)2023 the field service engineer (fse) visited the customer site and repaired the vacuum on the degasser tank. The ise module was cleaned on top and precision, calibration and qc were all acceptable. The customer had no further issues after the service visit. H3 other text : na.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for ise indirect na for gen.2 on a cobas 8000 cobas ise module. The initial result from the ise module in question was 150 mmol/l. This result was reported outside of the laboratory. The sample was repeated on a different analyzer and the result was 142 mmol/l. The na electrode lot number was 65526500 with an expiration date of 29-feb-2024.